Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, explanted a portion of the stimulation lead, irrigated the neck pocket, and closed the incision. Physician implanted a new stimulation lead on the left side of the hypoglossal nerve, sutured, and closed. Postoperative antibiotics were prescribed.